Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2009. During the procedure, the motor drive unit did not drive the disposable handpiece adequately. The procedure was successfully completed with a different motor drive with no adverse pt consequences.

Manufacturer narrative:
(B)(4). (B)(4). Insufficient drive of disposable. The product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device mfg records was conducted and the device met all finished goods release criteria.